Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
It was reported that "a taper tool go through the foot of a f2 attachment today during a surgery. There was no damage to the patient." On follow-up, it was confirmed that no additional actions were taken and it was confirmed that there was no patient impact.